Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in the operating room for implant, and post-paced t- wave oversensing on the was observed. The oversensing was noted on real-time egm. Reprogramming of the device resolved the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.